Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin, respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. An inspection of the device is pending as the customer is not returning the device to baxter at this time. The customer is providing the device to a third-party vendor for inspection. Photographs submitted by the customer show flames and charring at the device¿s bottom left corner, the approximate location of the device¿s battery compartment. It is currently unknown what manufacturer's battery was installed in the device at the time of this event. This device is noted to be over 14 years old. In this event, the caregiver was noted to have received a shock, which resulted in no significant injury, as reported by the customer. Electric shock occurs upon contact of a body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure. The cause of the event is unknown as the device inspection by the third-party vendor is pending, along with the device¿s return to baxter. Although there was no serious injury with this reported event, if the report of shock due to some unknown factor that ultimately results in an engulfment of the device in flames/fire were to recur, it is likely to cause or contribute to serious injury or death. If any additional relevant information is received, the complaint will be addressed accordingly.

Event description:
It was reported that when a caregiver attempted to use the vsm 6500 vital signs monitoring device, the device started sparking, the caregiver felt an electric shock up the arm, and the device was then engulfed in flames. The caregiver was evaluated in the emergency room. The customer reported that no significant injury occurred. Any treatment provided to the caregiver while under observation in the ER is unknown.

Manufacturer narrative:
Multiple attempts were made to contact the customer for additional information and to have the device returned for inspection without success. No additional information has been received at this time. A root cause of the reported incident could not be confirmed. The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin, respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric, and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. In this event, the caregiver was noted to have received a shock, which resulted in no significant injury, as reported by the customer. Electric shock occurs upon contact of a body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance, and area of exposure. The cause of the event is unknown. Although there was no serious injury with this reported event, if the report of shock due to some unknown factor that ultimately results in an engulfment of the device in flames/fire were to recur, it is likely to cause or contribute to serious injury or death. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when a caregiver attempted to use the vsm 6500 vital signs monitoring device, the device started sparking, the caregiver felt an electric shock up the arm, and the device was then engulfed in flames. The caregiver was evaluated in the emergency room. The customer reported that no significant injury occurred. Any treatment provided to the caregiver while under observation in the ER is unknown.